Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient revised due to instability. Right hip." A head and liner were revised to a head with adm/ mdm poly insert and mdm metal liner.

Manufacturer narrative:
Reported event: an event regarding instability involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient had a primary total hip replacement with a cementless acetabular component and a cemented exeter femoral stem. Less than three months following the initial surgery the patient required revision for instability. The causes of early instability following total hip replacement are multifactorial but in most cases are secondary to surgical technique factors, including restoration of leg lengths, restoration of hip kinematics, and attention to details such as impingement and soft tissue tension of the thigh. I cannot confirm any event except that the patient had a total hip replacement since I was able to see an x-ray that showed a right total hip replacement. There were no markings or dates other than the side of the implant. An ap of the pelvis is not supplied so I cannot compare the leg length to the other side. As to root cause, I still cannot confirm that any event occurred but if the event was instability following total hip arthroplasty. The root causes are multifactorial. Most often in the early postoperative period the cause is surgical technique with failure to restore leg lengths and soft tissue tension in the thigh as well as avoiding impingement as described above. In some circumstances patient factors can contribute including failure to comply with postoperative restrictions if there are any. These days most surgeons do not have any specific postoperative "hip precautions". I see no causative relationship between the event and any of the implants used." Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant was unable to confirm the device failure events. The exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "patient revised due to instability. Right hip." A head and liner were revised to a head with adm/ mdm poly insert and mdm metal liner.